Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but a video was provided for investigation. The video was reviewed and the indicated failure mode for clotting was observed. Five (5) retention samples from bd inventory were evaluated by functional testing and the issue of clotting was not observed. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of clotting based on the video. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the sample was clotted. 2nd of 3 patients. The following information was provided by the initial reporter, translated from chinese to english: clotted sample was received.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the sample was clotted. 2nd of 3 patients. The following information was provided by the initial reporter, translated from chinese to english: clotted sample was received.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.